Event description:
Globus was notified that a patient was having pain, x-rays revealed that two screws have broken at l3, and also the l5 screw on one side. Initial surgery took place (B)(6) 2013 at (B)(6). Patient has opted not to have revision surgery at this time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedure. The implants were not removed and therefore have not been returned for evaluation. If and when a revision surgery occurs, a supplemental report will be filed.